Manufacturer narrative:
The local area field representative was contacted for additional information. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead presented to the emergency room due to shortness of breath. While in the emergency room the patient went asystolic. Noise was noted on the rate/sense channel which was oversensed and resulted in the pauses in pacing. It was reported the patient is pacer dependent. The patient was admitted to the hospital and placed on a ventilator. A lead revision was planned however the patient's condition was worsening. The device was deactived due to a do not resuscitate order and the patient expired the following day.

Manufacturer narrative:
Additional information was received from the field confirming the device had not reach end of life (eol) nor was it operating in safety mode. No other device diagnostics were available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.